Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital following several shocks for a ventricular tachycardia (vt) storm. Upon interrogation of the device it was found that a code 1005 had been recorded indicative of an open circuit condition detected during shock delivery. Additional system testing was recommended to assess the right ventricular (rv) lead lead. The physician elected to discharge the patient to home and no further action was taken as the shocks were deemed adequate and effective. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks in addition to a hole in the df- seal plug and missing df- setscrew; all other seal plugs and setscrews were intact and functional. Review of device memory noted 19 alerts for a high voltage/shock into open lead condition over a period lasting approximately 5 months. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating high out-of-range shock impedance measurements continue to be observed in conjunction with code 1005. It was further noted the device protrudes from the patient though there was no report of cutaneous erosion. A revision procedure was later performed wherein the device was explanted and lead surgically abandoned; a new system was then implanted. No adverse patient effects were reported.